Manufacturer narrative:
The pump was returned to animas for evaluation. During testing, pump alarmed pump not primed immediately after performing prime step. During evaluation, the force sensor was found to be out of calibration and there was contamination on the force sensor.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.